Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) determined that the issue was caused by the user facility's vaporizer which had a damaged bracket. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there was an issue with the flow of the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no blood loss. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.